Event description:
It was reported the patient presented for implant procedure. During surgery, the patient experienced atrial tachycardia that required two external defibrillation attempts which were unsuccessful. After fixating the leadless pacemaker (lp), the delivery catheter was unable to enter long tether mode due to suspected tether damage. The delivery catheter had difficulty redocking the lp and the lp prematurely separated from the delivery catheter. The lp exhibited a high capture threshold and remained implanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.